Event description:
Device has been explanted.

Manufacturer narrative:
Lab analysis: the device related to the reported event of deflation was received on october 19, 2020 with lot number 2116567. Visual analysis of the returned device identified: opening, wear abrasion, crease flat, brown particle. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on radius assessed to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.